Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle size 50 sector cup with a metal liner and a 13.5 prodigy small stature with a +1.5 36 ball. All components were uncemented. Soon after surgery, I began experiencing pain and difficulty with my implant. On (B)(6) 2011, I complained to my doctor of left hip clicking and clunking associated with pain. Chromium and cobalt testing conducted revealed that my chromium level was 0.8 and my cobalt was 1.2. On (B)(6) 2011, an MRI revealed fluid collection lateral to the left hip joint. My doctor informed me on (B)(6) 2011 that my cobalt and chromium ions were well above the normal range limit. On (B)(6) 2011, I underwent left hip aspirations due to an infection. Add'l chromium and cobalt testing on (B)(6) 2011, revealing my chromium level was 0.6 and cobalt was 1.3. In (B)(6) 2012, my renal doctor informed me that due to the high level of plasma cobalt, which he believed to have been released from the prosthetic hip, and because I had chronic kidney disease, stage 3 and the risk for worsening kidney function, I would need to revise the left prosthetic hip. He recommended the conversion of the metal-on-metal hip to a metal-on-polyethylene hip in order to decrease the metal ions circulating in my blood. A hip revision was performed on (B)(6) 2012. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of times. Additionally, I have experienced severe problems with my kidney function as a result of the metal ions released by the pinnacle implant. Dates of use: (B)(6) 2008 - (B)(6) 2012. Left hip osteoarthritis.